Event description:
It was reported that this pacemaker went from a battery status of six years remaining to a status of four years remaining nine months later. The device battery was suspected to be depleting prematurely. Technical services (ts) discussed the option of submitting a copy of device data for engineering analysis, however, to date, no data has been received. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.